Event description:
It was reported that the user became confused during an ilet supply change and believed a rewind was required while at the fill tubing step; the user was then guided to restart the supply change but was unable to remove the connector and cartridge, reporting that both were stuck and demonstrating limited dexterity and grip strength despite use of a jar-grip aid. Symptoms included elevated blood glucose at 197 mg/dl without reported clinical manifestations. Outcomes included interruption of ilet therapy and transition to subcutaneous insulin via pen per backup plan, with plan to seek assistance from a healthcare provider and a caregiver later. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed user handling difficulty and inability to remove the connector and cartridge, with no device alerts or alarms and no lot information available. It was concluded that the event was related to difficulty performing the supply change and connector removal rather than a confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.